Event description:
It was reported that the user experienced hypoglycemia with a recorded low of 33 mg/dl and contacted emergency medical services; ems offered dextrose and transport, which the user declined, and glucose levels rose with oral carbohydrate intake including juice and glucose tablets. Symptoms included feeling tired and stressed. Outcomes included transient impairment that did not require hospitalization or professional treatment beyond ems assessment and monitoring. Investigation included customer support review of event details, completion of blood glucose questionnaires, and troubleshooting with a guided factory reset and supply change, including cgm pairing and reentry of body weight. Investigation of this case revealed no device malfunction, with contributing factors including rapid cgm downward trend, early meal announcement with delayed food intake, and user-initiated carbohydrate treatments, while later elevated glucose to 271 mg/dl was associated with setup stress and temporary pump disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.